Manufacturer narrative:
The formed needle was observed to be exposed in the soft cannula. The linkage assembly was observed to not be fully retracted, however, the needle fully retracted after the device was opened. Score marks were observed on the top housing where the linkage assembly is rubbing against it. The needle mechanism was reset and was successfully re-deployed. No damages or defects were found on the linkage assembly before or after the device was re-deployed. The cause exposed needle can be determined as a misaligned linkage assembly. The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. There were no tears or leaks found along the soft cannula during the leak test. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The adhesive pad welds were observed to be too thin and found to be inadequate.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to 224 mg/dl while wearing the pod between 4 and 24 hours. The needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. Leaking during wear and pain during insertion was also reported. As treatment, the pod was removed.